Event description:
It was reported that during the implant procedure, after the right ventricular lead was placed and secured, one of the sutures was pulled on causing the lead to dislodge. When attempting to reposition the lead, high impedance, loss of capture and undersensing was observed. The lead was no longer used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.